Event description:
During a coronary drug, eluting stenting treatment procedure, the catheter fractured. The physician was introducing the taxus express2 stent/delivery system over the wire. The catheter was partially in the guide catheter when the physician noted that the shaft of the delivery system was bent. When he tried to straighten it, the shaft snapped in two. The physician was able to retrieve both pieces out of the guide catheter. Another taxus express2 drug eluting stent was used to successfully stent the lesion. No pt injuries or complications were reported. The pt status is reported to be "good".